Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2017, hysterectomy + bilateral salpingectomy, oophorectomy-unilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, psychological trauma, cystitis and urinary tract infection outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, allergic reaction, migration and bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event injury updated to migration. New events pain, psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, allergic reaction, uti and vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uti, vomiting, diarrhea, allergic rhinitis, asthma, bronchitis, de quervain's tenosynovitis, hemorrhoids, hiatal hernia, ovarian cyst, pregnancy, trichomoniasis, cervicitis, nabothian cyst, perineal pain, gravida and parity. Concomitant products included levonorgestrel (mirena) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2017, hysterectomy + bilateral salpingectomy, oophorectomy-unilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, psychological trauma, cystitis and urinary tract infection outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, allergic reaction, migration and bladder/urinary problems. Discrepancy noted: removal details as per case is (B)(6)2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, date of birth , concomitant drug, other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.